Manufacturer narrative:
(B)(6) 2004. This event concerns a device that was mfg and used outside the united states. The analysis of this device is pending.

Event description:
During follow up in (B)(6) 2004, the warning message recommending device replacement was displayed upon device interrogation with the newest elaview programming software. This software version 1.26 and subsequent versions include new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evolution of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer automatically displays a warning, which suggests replacing the ICD. Therefore the device involved in this MDR report will be explanted.